Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device failed for unintentional running. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
The device was repaired and placed back into stryker stock.